Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error code. Customer stated that he does leave the test strips outside of the vial for too long. Customer did not have another vial of test strips. At the time of the call, customer was currently having symptoms related to his diabetes and reported feeling nauseous; medical attention was not needed at the time of the call. Call was attempted to be transferred to technician to further assist customer but call was disconnected. Customer was called but was unable to contact via telephone. No further information was able to be obtained.